Event description:
It was reported that the patient never had therapeutic effect. The patient stated that since day one it hadn¿t been helping, and she could only have it on for 3-4 hours at a time before stimulation became painful. It was noted that the patient had a bad sciatic problem, and the week of (B)(6) 2013 the patient's sciatica inflamed, like ¿a huge charlie horse¿ starting in her right buttock going down her leg. It was reported that the patient couldn't handle the pressure of the programmer to turn device on and had been flat on her back since before easter. The patient was given a dose pack of prednisone and 3-4 days ago the pain started to ease up. It was reported that the patient was unable to adjust stimulation and was seeing a message telling her to charge the ins. It was noted that the patient usually tried to charge the ins at least once a month, and had charged it completely on (B)(6), using it for a few hours on (B)(6). It was later reported the patient was going to have their system removed, however a date had not been set. It was stated the patient was on blood thinners and they were decreasing them in order to do the surgery.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was unable to get the ins to turn on. It was noted that the patient's internal battery was "discharged" the day prior to the report. It was reported that the recharger showed the ins was "empty". It was reported that the patient could not handle the "pressure" of the programmer against their buttock to turn the ins on due to "charlie horse" present in their buttock. It was noted that the patient's programmer "didn't work".